Manufacturer narrative:
(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Procedure: mesh graft/anterior colporrhaphy, tension free tape urethropexy with cystoscopy, perineorrhaphy, and suprapubic catheter placement. Pre-op diagnosis: genuine stress urinary incontinence with fourth degree cystocele, also peroneal defect related to prior obstetric trauma. Post-op diagnosis: genuine stress urinary incontinence with fourth degree cystocele, also peroneal defect related to prior obstetric trauma.